Event description:
The patient experienced a loss of osseointegration on in (B)(6) 2023 (specific date not reported) resulting in fixture loss subsequent to sustaining a head trauma. The patient was re-implanted with another cochlear device on (B)(6) 2023.